Event description:
Patient reported cadd legacy pump sn (B)(4) due 08/16/2018 is having weird error message, 4 number, patient replaced batteries and was functioning well, but doesn't trust pump. No ae as a result of pump error message. Sent new pump out to replace this one. Pump used for IV veletri. Dose or amount: 1. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.